Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on unspecified date and time two weeks ago, she alleged obtaining an inaccurate results of ¿46 and 300mg/dl¿ with the subject meter both results taken outwith 20 minutes of each other. It is unknown if the results would/would not meet lifescan¿s precision criteria as the time difference between the results is invalid. The patient stated they manage their diabetes with insulin (self-adjuster). The patient confirmed that he/she did make changes to his/her usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing their food and/or drink intake. The patient claims she/he developed symptoms of ¿very sweaty and cold¿ a short time after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.